Event description:
In 2006 the lay user/reporter contacted lifescan alleging one touch ultra meter was giving unspecified error messages. The technical svc rep contacted the reported to obtain and verify info. In 2006, at 7:45 pm, the pt became unconscious, and his wife, the reporter, obtained a blood glucose result for him of 1.6 mmol/l (converts to 29 mg/dl) on the reported meter. Prior to this the pt had eaten his dinner and taken his usual insulin does afterwards. The pt was given oral glucose gel twice. His wife tested the pt's blood glucose again within 15 mins, and obtain the results of 1.7 mmol/l (converts to 31 mg/dl) and 1.9 mmol/l (converts to 34 mg/dl). The pt was revived, and agitatd. Upon retesting the pt's blood glucse at this time, the pt's wife obtained an unk erro message on the reported meter. His wife attempted to retest the pt's blood glucose level, but got the error message again. Because of the repeated error messages, the family members transported the pt to the emergency room at approx 10:00 pm. The pt's blood glucose level was tested to be 4.3 mmol/l (convert to 77 mg/dl) and he was treated with an oral glucose supplement. The pt's blood glucose level rose to 4.7 mmol/l (converts to 85 mg/dl) and he was discharged form the emergency room two hrs later. The pt takes a total of 32 units novorapid insulin three times per day with meals on a sliding scale, and 16 units lantus insulin at bedtime. The pt has been having difficulty with recent changes to his insulin regimen. The pt has no backup meter. The tsr talked the pt through a control solution test during the troubleshooting telephone call, with failing results. The meter was replaced. The pt became hypoglycemic, his wife was unable to obtain further blood glucose levels for him due to repeated error messages on the reported meter, and the pt received emergency med attention and treatment.